Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation complete lead was returned severed in two segments at 28.5 cm from is-1 pin. An insulation abrasion was noted in the triulumen insulation though all three lumens at 27-28 cm from the is-1 pin, likely due to a localized compressive stress on surface of insulation. . Due to the location and type of damage, analysis concluded the lead was damaged by entrapment in the clavicle/ first-rib region. The stylet insertion difficulty was attributed to body fluid/blood infiltration into the lead lumen when the insulation was damaged clogging the lumen.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed the patient with this right ventricular lead had received several inappropriate shocks. In addition, noise was observed. Impedance measurements had decreased more than 500 ohms since the last measurement, however were within normal measurements. It was thought this was due to subclavian crush. No pacing inhibition was reported as the patient with this lead has a sinus cardiac rhythm. A lead revision was performed. This lead was removed with laser support. During the removal, difficulty was encountered advancing the stylet though the lead, therefore, the lead was cut during the removal process. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.